Event description:
It was reported that a 3.5mm lcp proximal humerus plate has a spot on the plate that is scratched and has a piece of metal that protrudes from the plate and will catch soft tissue if implanted.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed and no issues related to the complaint were found. The surface of the device was not returned in the original package, therefore, we are not able to determine when or how the defects were created. The plate passed through several stations during the final inspection and it can be assumed that such obvious damage would have been detected at that time. We can only assume this occurred during transportation or treatment. Complaint is indeterminate from a manufacturing standpoint.